Event description:
It was reported that removal difficulty occurred. A carotid wallstent was selected for use. It was difficult to advance the stent delivery system over a non-boston scientific embolic protection device to reach the target lesion. The carotid wallstent was deployed in the target lesion. Following deployment, there was difficulty retracting the delivery system. The delivery system was ultimately able to be removed from the patient in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was selected for use. It was difficult to advance the stent delivery system over a non-boston scientific embolic protection device to reach the target lesion. The carotid wallstent was deployed in the target lesion. Following deployment, there was difficulty retracting the delivery system. The delivery system was ultimately able to be removed from the patient in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.